Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 28mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed distal stent damage. Strut rows 1-3 from the distal end of the stent were damaged and stretched in a distal direction. The outer diameter of the undamaged section was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An attempt was made to inflate the balloon to rbp 16atm using encore inflation device. The balloon would not inflate. There was a leak at the shaft polymer extrusion tear noted. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified a tear at the guidewire exchange port extending 4mm in a distal direction. There was a red substance resembling blood present in the hub, midshaft and outer shaft polymer extrusion. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and stent damage occurred. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, when dilatation was attempted after the device was delivered, the balloon ruptured. The device was completely removed from the patient's body and upon checking the device without applying approximate pressure, it was noted that the distal portion of the stent struts was damaged and the balloon was damaged like a pinhole. The procedure was completed with another 2.25 x 28 synergy drug-eluting stent. No patient complications were reported and the patent's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and stent damage occurred. A 2.25 x 28 synergy¿ drug-eluting stent was advanced for treatment. However, when dilatation was attempted after the device was delivered, the balloon ruptured. The device was completely removed from the patient's body and upon checking the device without applying approximate pressure, it was noted that the distal portion of the stent struts was damaged and the balloon was damaged like a pinhole. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patent's status was stable.